Event description:
It is reported that the pt's shoulder dislocated and he underwent a closed reduction. The pt continues to have pain after this procedure.

Manufacturer narrative:
Evaluation summary: review of the operative notes from the (B)(6) 2010 surgery indicates (B)(6) 2010 consultation indicates the pt's anterior deltoid is "somewhat stretched" but still functional. X-rays have been requested however none provided, therefore it is unknown whether the none provided, therefore it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It is possible that the pt's deltoid has stretched to an amount that there is insufficient force to retain the required joint tension. However with the supplied info an exact cause cannot be determined at this time. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive info be received, the complaint will be reopened.